Event description:
It was reported that the device was used during a general surgical procedure. The staple line was leaking nd sutures were used to close the staple line. The procedure was completed without consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.